Manufacturer narrative:
The device has been explanted but we have not received it from the md.

Event description:
Right implant ruptured, discovered during surgery.

Manufacturer narrative:
The device was returned with a shell failure and upon return, the device gel was noted to be white/cloudy. Some bubbles were observed in the gel. The cross section of the failure was analyzed using optical microscopy; striations were observed. The suspected cause of shell failure is surgical instrument damage.